Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during a full implant procedure the lead broke off as the doctor was attempting to reposition the lead for optimal placement. A portion of the lead still remained in the patient, the doctor was unable to retrieve the remaining piece. Contributing factors were unknown. The issue remained unresolved, no surgical intervention had been taken or planned to remove the remaining piece. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis #(B)(6):analysis information -- 01/22/2020 13:06:23 cst pli# 10 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the butt joint of the outer insulation was separated at the distal end of the lead. Analysis identified that the {x} conductor(s) was/were broken at the distal end of the lead; consistent with overstress damage. Information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 (B)(6) (rep): information was received from a manufacturer representative (rep) regarding a patient with an implant able neurostimulator (ins). It was reported that during a full implant procedure the lead broke off as the doctor was attempting to reposition the lead for optimal placement. A portion of the lead still remained in the patient, the doctor was unable to retrieve the remaining piece. Contributing factors were unknown. The issue remained unresolved, no surgical intervention had been taken or planned to remove the remaining piece. No patient symptoms were reported. No further complications were reported or anticipated. (B)(6) 2020 (B)(6) (rep): analysis result.